Event description:
It was reported that balloon rupture occurred. The 75% stenosed, eccentric, de novo, 21mmx2.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm x 20mm apex¿ flex balloon catheter was selected for use and advanced to dilate the target lesion. However, upon inflation, the balloon ruptured at 12 atmospheres at a duration of 10 seconds. The device was simply pulled back out and was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the proximal end of the markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, eccentric, de novo, 21mmx2.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm x 20mm apex flex balloon catheter was selected for use and advanced to dilate the target lesion. However, upon inflation, the balloon ruptured at 12 atmospheres at a duration of 10 seconds. The device was simply pulled back out and was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.